Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration / migration of essure device - location of device: unknown location/left coil was not identified'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and menorrhagia ('menorrhagia') in a 41-year-old female patient who had essure (batch no. 893009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: yasmin, xanax and ambien. Concurrent conditions included mood swings. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced hot flush ("hormonal changes ¿ hot flashes"), 1 year 10 months after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain/pelvic pain/pelvic pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed by salpingectomy (bilateral) on (B)(6) 2015 and novasure ablation , d & c). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, psychological trauma and hot flush outcome was unknown, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia and vaginal haemorrhage had resolved and the depression and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, hot flush, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain, bleeding. Discrepancy noted: essure confirmation test not conducted as per pfs, but previously hsg results were captured. Gravida 4 para 3 (as written per mr, please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2015: diagnosis: a. Endometrium biopsy: early secretory endometrium. B. Endocervix, curettage: fragments of benign endometrial and endocervical tissue. Fragments of desquamated ectocervical epithelium; on (B)(6) 2015: diagnosis: right and left fallopian tubes and ectopic pregnancy, excision: benign fallopian tube tissue and associated degenerative chronic villi consistent with ectopic gestation. Ultrasound pelvis - on (B)(6) 2015: uterus: retroverted. Fluid seen in posterior cul-de-sac. Endometrium: 0.8 cm. Left ovary: hypoechoic area seen measuring 1.8 x 1.5 x 1.3 cm. Lot number: 893009, manufacture date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: event depression, anxiety outcome updated to "not recovered/not resolved" and event abnormal bleeding outcome were updated to "recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration / migration of essure device - location of device: unknown location/left coil was not identified'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and menorrhagia ('menorrhagia') in a 41-year-old female patient who had essure (batch no. 893009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: yasmin, xanax and ambien. Concurrent conditions included mood swings. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced hot flush ("hormonal changes ¿ hot flashes"), 1 year 10 months after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain/pelvic pain/pelvic pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed by salpingectomy (bilateral) on (B)(6) 2015 and novasure ablation , d & c). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, psychological trauma, vaginal haemorrhage, hot flush, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, hot flush, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain, bleeding. Discrepancy noted: essure confirmation test not conducted as per pfs, but previously hsg results were captured. Gravida 4 para 3 (as written per mr, please note discrepancy) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2015: diagnosis: a. Endometrium biopsy: early secretory endometrium. B. Endocervix, curettage: fragments of benign endometrial and endocervical tissue. Fragments of desquamated ectocervical epithelium; on (B)(6) 2015: diagnosis: right and left fallopian tubes and ectopic pregnancy, excision: benign fallopian tube tissue and associated degenerative chronic villi consistent with ectopic gestation. Ultrasound pelvis - on (B)(6) 2015: uterus: retroverted. Fluid seen in posterior cul-de-sac. Endometrium: 0.8 cm. Left ovary: hypoechoic area seen measuring 1.8 x 1.5 x 1.3 cm. Most recent follow-up information incorporated above includes: on 14-oct-2019: plaintiff fact sheet and medical records received: lot no. Was added. New events - abnormal bleeding (vaginal, menorrhagia); hormonal changes ¿ hot flashes; psychological or psychiatric problems ¿ depression and mental anguish were added. Reporter's information, patient demography, medical history, historical drugs, concomitant drugs, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration / migration of essure device - location of device: unknown location/left coil was not identified'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and menorrhagia ('menorrhagia') in a 41-year-old female patient who had essure (batch no. 893009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: yasmin, xanax and ambien. Concurrent conditions included mood swings. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced hot flush ("hormonal changes ¿ hot flashes"), 1 year 10 months after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain/pelvic pain/pelvic pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed by salpingectomy (bilateral) on (B)(6) 2015 and novasure ablation , d & c). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, psychological trauma, vaginal haemorrhage, hot flush, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, hot flush, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain, bleeding. Discrepancy noted: essure confirmation test not conducted as per pfs, but previously hsg results were captured. Gravida 4 para 3 (as written per mr, please note discrepancy) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2015: diagnosis: endometrium biopsy: early secretory endometrium. Endocervix, curettage: fragments of benign endometrial and endocervical tissue. Fragments of desquamated ectocervical epithelium; on (B)(6) 2015: diagnosis: right and left fallopian tubes and ectopic pregnancy, excision: benign fallopian tube tissue and associated degenerative chronic villi consistent with ectopic gestation. Ultrasound pelvis - on (B)(6) 2015: uterus: retroverted. Fluid seen in posterior cul-de-sac. Endometrium: 0.8 cm left ovary: hypoechoic area seen measuring 1.8 x 1.5 x 1.3 cm. Lot number: 893009 manufacture date: 2011-08 expiration date: 2014-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and psychological trauma ("psych injury") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed by salpingectomy (bilateral) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, metrorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for- pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: case upgraded to incident. Events added- essure migration, ectopic pregnancy, device ineffective, abdominal pain, dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods) and psych injury. Patient demographic details, reporter information and essure information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.